Event description:
It was reported this bilary stent was successfully placed in a subclavian artery dialysis graft. Difficulty was encountered removing the carrier system through the introducer sheath. The introducer sheath and carrier system were removed as a unit. It was indicated this resulted in a larger hole at the insertion site. Additional pressure was applied to the insertion site to achieve hemostasis. The pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, subclavian artery dialysis graft stent placement and difficulty was encountered during removal of the delivery system. The co believes user technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."